Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation and the customer's report was not replicated. The device was put through extensive testing including functional testing without duplicating the report. The customer confirmed that CPR-d padz were used during the event; however, the pads were not returned for evaluation. The device was recertified and returned to the customer. Review of the log showed "electrode connection has detected a fault" and "patient impedance self-test failed". These messages indicate that there was a red x present prior to the event. This is not necessarily indicative of a device malfunction but suggests an accessory issue (pads, cables, etc.) Or a setup issue (such as pads not properly connected to the device). Additionally, these messages are advisories to alert the user that the device is not ready for use and should be removed from service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.